Manufacturer narrative:
At this time, this product remain implanted; however, during the replacement procedure, they will be reevaluated. If they are explanted and returned for analysis, or additional information becomes available, an amended report will be submitted.

Event description:
Boston scientific received information that during a routine visit, this right ventricular (rv) lead displayed impedance measurements greater than 3000 ohms. Several ventricular tachycardia episodes due to rv noise and loss of capture were also recorded. Five months ago, the impedance measurement was 515 ohms. The patient indication for pacemaker therapy was intermittent av block during atrial tachycardia, and the patient depends on therapy less than one percent. The associated pacemaker is not manufactured by boston scientific. The rv lead was reprogrammed to unipolar configuration, which returned the impedance measurement to within the normal range. The patient will be monitored to follow the condition of the lead, with the next expected visit to occur in two months. There were no adverse effects reported.